Event description:
Rn contacted (B)(6) technical services to discuss an episode from a remote transmission with possible intermittent loss of capture. Technical services reviewed the egm and discussed the event in question does show a different paced morphology followed by intrinsic r wave that follows the bp event, indicating possible loss of biventricular capture (medtronic left ventricular lead model 4968). They plan to assess capture and increase the outputs as necessary. A left ventricular lead revision was anticipated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).